Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a temporary femoral vein line for dialysis was placed in the patient at 15:30 on (B)(6) 2024. During the placement process, the puncture needle was found to be uneven with burrs, and the needle handle leaked during the puncture, which resulted in an inability to successfully puncture the patient, so the patient had to open up another set of placement supplies to re-locate the line.